Event description:
It was reported that the stent dislodged. The 85% stenosed target lesion was located in the severely calcified right coronary artery (rca). The physician advanced the 24x3.50mm promus premier stent delivery system (sds); however, the device was unable to cross the lesion. The physician withdrew the sds. A guidezilla was then positioned and balloon dilation was performed. The promus premier was then advanced through the guidezilla; however, the stent became caught and dislodged inside the guidezilla. The promus premier and guidezilla were then successfully removed from the patient. The procedure was completed with another stent. No complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the manifold hub. A visual and tactile examination found a break in the hypotube shaft just distal from the strain relief as a result of a severe kink in the hypotube shaft. The hypotube appears to have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the entire stent profile was damaged with stent struts overlapping and bunched together throughout its entire length. Based on the complaint report, the analysis and the type of damage evident; it may be possible that the damage occurred to the crimped stent during an attempt to remove re-insert the device back into the guide catheter. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and the profile of the balloon appears to have been disturbed with the wing fold out of position. Based on the complaint information available; the disturbance was likely caused by the detachment of the crimped stent during the attempts to re-insert the device into the guide catheter. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿excessive manipulation or handling may cause coating damage, contamination, or dislodgement of the stent from the delivery balloon" and ¿an unexpanded stent should be introduced into the coronary arteries one time only. An unexpanded stent should not be subsequently moved in and out through the distal end of the guide catheter as stent coating damage or stent dislodgement from the balloon may occur.¿ (B)(4).

Event description:
It was reported that the stent dislodged. The 85% stenosed target lesion was located in the severely calcified right coronary artery (rca). The physician advanced the 24x3.50mm promus premier stent delivery system (sds); however, the device was unable to cross the lesion. The physician withdrew the sds. A guidezilla was then positioned and balloon dilation was performed. The promus premier was then advanced through the guidezilla; however, the stent became caught and dislodged inside the guidezilla. The promus premier and guidezilla were then successfully removed from the patient. The procedure was completed with another stent. No complications were reported and the patient's status is fine.